Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that metal fragments were observed in patient's eye after vitrectomy surgery was performed in january, which was not noticed during vitrectomy surgery. The piece of metal was to be removed by another operation on the patient's eye, which was scheduled for a later date (next week). The small fragment was removed in the month of february. The patient was kept under observation.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and batch/lot history could not be reviewed. The metal fragment was removed. A picture under microscope and an oct picture were obtained. Based on the imaging provided no conclusive determination could be made on identity or source of the material. A sample was received and testing completed by the alcon particle lab on (B)(6) 2024. The investigation was reopened to insert findings and conclusion. Particle lab result and conclusion: microscopic examination shows a dark particle approximately 120 micron in length between tape in the cup received. The dark particle was isolated and analyzed using the hitachi scanning electron microscope (sem) equipped with an edax energy dispersive x-ray spectrometer (eds). Eds analysis of the dark particle identified carbon (c), sodium (na), aluminum (al), silicon (si), phosphorous (p), sulfur (s), chlorine (cl), calcium (ca), chromium (cr), iron (fe), and nickel (ni). These elements and visual characteristics suggest that the dark particle contains salts and stainless steel, however, the lab concluded the exact identity is unknown. There was no fluidic management system cassette pack returned for root cause evaluation and to verify the condition of the product, therefore, a full evaluation of this event could not be performed. The reported event was reviewed and there was no description of functional breakdown of the pak components such as the 10,000 count per minute ultravit probe, or infusion cannula, and no irregularity with fluidics were observed which suggests this fragment did not originate from the procedure pack. If there was damage to any of these high precision devices, it's likely the fluidics system would have generated an error code rendering the device inoperable until the condition was resolved or component replaced. This surgical procedure was completed with the procedure pack. Based on the information available, the fragment could have originated from (non-alcon) instruments used within the customer's surgical suite for this procedure. The origin of this fragment could not be identified. The root cause of the customer's complaint could not be conclusively determined with the available information. The information available does suggest the fragment likely originated from non-alcon instruments from the customer's surgical suite and not the procedure pack. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this event. In-process controls are established to ensure each batch is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).